Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt vein. Vascular access was obtained and a guidewire crossed the lesion. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed intact. The procedure was completed using a different device. There was no injury to the patient.